Manufacturer narrative:
Upon follow up, it was reported that the patient was discharged from the hospital seven days after hospital admission. Antibiotic treatment was discontinued and the patient was recovered 46 days after diagnosis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.